Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the insight blood glucose device is displaying false blood glucose results in the memory log. The log shows a blood glucose result of 6.7 mmol/l obtained on (B)(6) 2017 at 9:47pm. The caller alleged that this is a random time and blood glucose result. The memory log has false blood glucose data entries up to the day of (B)(6) 2017. Caller confirmed that the time and date are set correctly on the device. Caller feels this could lead to incorrect bolus advice. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.